Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3487a-45, lot# j0211814v, implanted: (B)(6) 2002, product type lead; product ID 3487a-45, lot# j0211814v, implanted: (B)(6) 2002, product type lead; product ID 3487a-45, lot# j0211814v, implanted: (B)(6) 2002, product type lead; product ID 3487a-45, lot# j0211814v, implanted: (B)(6) 2002, product type lead. (B)(4).

Event description:
It was reported that when the patient turned on stimulation, she felt a jolt or shock in her left hip. It was stated that the higher the amplitude, the worse the shock. It was also stated that the patient had to turn stimulation up ¿very high¿ to get any stimulation in the lower part of her head. It was further stated that the patient thought one of her leads came loose. It was noted that the patient tried to change the pattern of how she felt stimulation. It was also noted that the patient had a mastectomy in (B)(6) 2011, an ulcer burst in (B)(6) 2012, and a second mastectomy in (B)(6) 2012. There was no indication that any of these procedures were device related. Additional information was requested, but had not been received as of the date of this report. Additional information was requested, but had not been received as of the date of this report.